Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display.

Event description:
It was reported that the customer received a compromised force sensor system alarm and was not able to clear it. The customer stated that she was changing her infusion set and insulin was shooting out of the pump right before the compromised force sensor system alarm occurred. The customer tried again, and the alarm occurred again. The customer's blood glucose was 204 mg/dl. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.